Event description:
The patient reportedly experienced sound quality issues and intermittent lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The patient continues to be monitored.